Event description:
It was reported that the patient received an alert to restart the ilet while the device battery was over 50% charged, consistent with an audio alarm fault related to over/under current, and the device was restarted with the alert not recurring; blood glucose values were reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy, no hospitalization, and no medical intervention. Investigation included remote troubleshooting and user education to monitor and call back if the alert recurred. Investigation of this case revealed that the device recovered normal function after a restart, consistent with an intermittent audio subsystem over/under current fault, with no impact on blood glucose control. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible device malfunction not confirmed after restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.